Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a naviflex¿ rx delivery system was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure in the pancreatic duct performed on (B)(6) 2017. According to the complainant, during procedure, the physician noticed that the fluoroscopic tip of the delivery system was missing. Additionally, the physician was unable to view the fluoroscopic tip. The procedure was completed with a different device. There were no patient's complications as a result of this event, and the patient's condition at the conclusion of the procedure is reported to be "stable".